Event description:
A remedial action has been initiated to remove product from the field. Abbott point of care notified the FDA of the remedial action. An inconsistency was noted in the I-stat system manuals regarding the volume of saline used to flush an indwelling line and the volume of blood to be discarded for clearing the line when testing act coagulation cartridges.

Manufacturer narrative:
In the I-stat 1 system manuals, updates will read the following: "if blood must be drawn from an indwelling line, possible heparin contamination and specimen dilution should be considered. The line should be flushed with 5ml of saline and the first 5ml of blood or six dead space volumes should be discarded." Additional catalog #: 06f20-01.